Manufacturer narrative:
An event of device embolization, pain in the legs, and fatigue was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported fatigue and pain in the leg is likely a cascading effect of the reported device embolization. The cause of the reported. Device embolization could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as an attempt to snare the device was performed and subsequently the atrial septal defect was closed with a bovine pericardium. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 12mm amplatzer septal occluder was implanted in the patient had an atrial septal defect (asd). The occluder was successfully implanted. After the procedure, the patient began to feel pain in legs, in addition to abnormal fatigue. During the investigation, they discovered that the amplatzer had moved through the aorta, having adhered to the artery wall near the celiac trunk. On an unknown date in (B)(6) 2022, there was an attempt to remove the amplatzer, but we were unsuccessful due to the product adhering to the artery walls, resulting in a high risk of rupture. On an unknown date in (B)(6) 2025, it was necessary to place bovine pericardium to close the septum via open surgery.